Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A search for potential lot number delivered to the patient was performed resulting in three different lot numbers. The entire lots have been sold and distributed. An investigation of the device history records (DHR) was conducted by the manufacturer of the potential related lots. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lots met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported that the cycler alarmed for air detected in the cassette during dwell 6 of 6. While troubleshooting the patient found a leak at the connector to the last supply bag. The adaptor and the last bag (baxter extraneal icodextrin) were loose allowing fluid to leak out. Treatment was discontinued. The adaptor was discarded. During follow up the paiteitn reported he did not have any adverse event associated with the leak.